Event description:
It was reported that the customer had an event where the sensor was not reading accurately. Customer stated that for example, the sensor was reading 40 mg/dl and blood sugars were actually 120 mg/dl. Customer stated that this event caused the pump to go into a threshold suspend. Customer stated that this event happened several times. Customer's blood glucose level was 120 mg/dl. Customer was instructed to monitor the pump and call back if the issue recurs. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.